Event description:
During a routine shift check by a clinician, the device displayed "status 66", status 93" messages and failed to charge the selected energy. Complainant indicated that there was no pt involvement in the reported malfunction.